Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. (B)(4). No phone number provided. Philips field service engineer (fse) confirmed the battery would not charge and replaced the battery to resolve this issue.

Event description:
The customer reported that the ventilator has a battery failure. No patient/user harm reported. Event date not specified; estimate used.